Manufacturer narrative:
Main component of the system. Other relevant device(s) are: catalog #enbf2513c145ee, serial # (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 45.8 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years and eleven months post index procedure, there was stent graft occlusion. The physician elected to explant the stent graft and perform an aortobifemoral bypass. The event was resolved. The investigator indicated that the event was not related to the device or the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had acute limb ischemia due to previously reported stent graft occlusion. In addition to the bifurcate stent graft occlusion, occlusion in both limbs were also observed on the cta scan. The stent graft occlusion was due to patient's dehydration and severe gastroenteritis with ionic disbalance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.